Event description:
It was reported that during preparation for a therapeutic urological procedure, one tip of this stent detached as they were removing the suture. There was no pt complications due to this event.